Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The initial reporter phone:(B)(6). Conclusion: the healthcare professional reported that during an endovascular embolization procedure, the 4mm x 23mm no tip enterprise¿ 2 vascular reconstruction device (encr402300 / 6610163) was impeded in the microcatheter can could not advance further. The physician retracted the stent and switch to a new stent to complete the procedure. There was no report of any patient adverse event. On 06-sep-2022, additional information was received. The information indicated that the target was located on the posterior communicating segment of the internal carotid artery. The physician felt the resistance at the distal shaft of the microcatheter; the microcatheter used was a competitor brand. The microcatheter was removed because the physician felt the resistance. No information could be obtained as to whether there was any damage noted on the microcatheter, whether anything was noted to be obstructing the microcatheter. Multiple attempts to obtain product for analysis were unsuccessful. If product is returned or information provided at a later date, the file will be updated accordingly. Based on complaint information, the device is not available to be returned for analysis.(B)(6) medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 6610163. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported issue in the complaint cannot be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 4mm x 23mm no tip enterprise¿ 2 vascular reconstruction device (encr402300 / 6610163) was impeded in the microcatheter can could not advance further. The physician retracted the stent and switch to a new stent to complete the procedure. There was no report of any patient adverse event. On 06-sep-2022, additional information was received. The information indicated that the target was located on the posterior communicating segment of the internal carotid artery. The physician felt the resistance at the distal shaft of the microcatheter; the microcatheter used was a competitor brand. The microcatheter was removed because the physician felt the resistance. No information could be obtained as to whether there was any damage noted on the microcatheter, whether anything was noted to be obstructing the microcatheter. Based on the information received, the event has been deemed reportable as a malfunction.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during an endovascular embolization procedure, the 4mm x 23mm no tip enterprise¿ 2 vascular reconstruction device (encr402300 / 6610163) was impeded in the microcatheter can could not advance further. The physician retracted the stent and switch to a new stent to complete the procedure. There was no report of any patient adverse event. On 06-sep-2022, additional information was received. The information indicated that the target was located on the posterior communicating segment of the internal carotid artery. The physician felt the resistance at the distal shaft of the microcatheter; the microcatheter used was a competitor brand. The microcatheter was removed because the physician felt the resistance. No information could be obtained as to whether there was any damage noted on the microcatheter, whether anything was noted to be obstructing the microcatheter. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 4mm x 23mm no tip enterprise¿ 2 vrd was received contained in the decontamination pouch. Visual inspection was performed. It was noted that only the stent component was returned to the product analysis laboratory for evaluation. Further inspection of the stent component under a microscope was performed, and it was found to be in good condition (i.e., no broken struts, no kinks, no bents), and both distal ends were found completely flared. The functional analysis cannot be performed due only the stent was returned for evaluation. The stent must be inside the introducer to perform the functional analysis. The issue documented that the stent became impeded in the concomitant microcatheter could not be evaluated through functional testing since the stent had already been released from the unit; this condition was not originally reported in the complaint is considered to be secondary to the manipulation required during the stent removal. The root cause of the impeded condition felt remains unknown based on the information available. They may have been other procedural and clinical factors that cannot be determined during the analysis. There is no indication that the issue reported in the complaint results from a defect inherently related to the device. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 6610163. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors; the instructions for use contain the following warning: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. H.6: the code ¿no findings available¿ was used in the investigation findings because the reported issue that stent became impeded in the concomitant microcatheter could not be evaluated through functional testing since the stent component had already been released from the unit. This code corresponds with the ¿cause not established¿ in the investigation conclusions. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on 17-oct-2022. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.